Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage events on (B)(6) 2024 . The leakage was at coupling housing. The infusion set was in use for 14 hours for all events. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). - MDR 3003442380-2024-36994. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6007761 have already been previously tested in the (B)(4) on 17/jan/2025. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 1 on reference samples, samples passed the test. Functional test (flow test) 1 according to wi version 1 on reference samples, reference samples passed the flow test. Functional test (leak test) 1 according to wi version 1 on reference samples, reference samples passed the leak test. Device history record (DHR) review: the lot 6007761 was manufactured according to the wi version 74 manufactured in the line l138,l-3, on 25/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No maintenance events were recorded. Trending: a query was run in database on 02/apr/2025 against malfunction soft cannula found bent upon removal from infusion site and lot 6007761 and no other complaint has been registered in database for the same lot 6007761 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.